Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device would not hold the smallest diameter of any setting. Therefore, the reported condition was confirmed. It was further determined that the device heated up and stopped when straining ring retract was pulled while device was running. The assignable root cause was determined to be due to worn components from normal use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified veterinary surgical procedure, it was observed that the quick coupling device would not grab hold of the wire when it was inserted. It was reported that there was a small delay in the procedure while deciding how to proceed. It was reported that the physician chose to use the chuck attachment to drive the pin instead. It was reported that there was patient involvement. However, there was no human patient involvement as this device was for veterinary use only. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.